Manufacturer narrative:
Lewold, s., robertsson, o., knutson, k., & lidgren, l. (1998). Revision of unicompartmental knee arthroplasty: outcome in 1, 135 cases from the swedish knee arthroplasty study. Acta orthopaedica scandinavica, 69(5), 469-474. Doi:10.3109/17453679808997780. The product was not available for return. Without the opportunity to examine the complaint device, root cause cannot be determined. Part and lot identification are necessary for review of device history records and complaint history, neither were provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. (B)(6).

Event description:
Information was received based on review of a journal article entitled, "revision of unicompartmental knee arthroplasty. Outcome in 1,135 cases from the swedish knee arthroplasty study". The study was conducted over a period of twenty(10) years (1975-1995) and involved fourteen-thousand seven-hundred seventy-two (14,772) ukas, of which nine-hundred eighty-three (983) were oxford biomet ukas. This complaint pertains to an unknown number of patients who were identified in the article that underwent revision due to technical error and/or malposition. There has been no further information provided and the patient(s) outcome is unknown.